Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 139-700 mg/dl. Elevated bg was addressed via manual injection that was administered by the customers spouse, not due to incapacitation but normal and routine convenience. Customer was instructed to leave pump plugged into a power source. Customer acknowledged and will call back if issues persist.